Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "it was reported that the product was dirty/stained. Dirty/stained".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "it was reported that the product was dirty/stained. Dirty/stained".